Event description:
It was reported while using bd luer-lok¿ 10 ml bulk pack luer lock tip without safety the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter: a scan has been initiated for braun item # a7101097, bd part # 301029, for defect ¿damaged¿.

Manufacturer narrative:
H6: investigation summary: a photo was evaluated and the customer's indicated failure mode of the product being damaged. Was observed. A device history record review showed no non-conformances associated with this issue during the production of this batch. The root cause was traced to manufacturing.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Address information was not able to be obtained, therefore, nj was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ 10 ml bulk pack luer lock tip without safety the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter: a scan has been initiated for braun item # a7101097, bd part # 301029, for defect ¿damaged¿.